Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue medicationthe customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to issue medications. The technical support specialist (tss) found an error message appeared when the retry button was clicked, indicating the cubie failed to open. The cubex application was terminated in task manager, and the tester app was used to attempt opening the cubie lid. The customer reported hearing the latch engage, but the lid did not open. With guidance from the technical support specialist, the customer forced the lid open using scissors while the open lid button was activated in the tester app. Once the medication jam was cleared, the lid opened normally, and the customer confirmed that items could be issued successfully in the cubex application. The system functioned as intended after the technical support specialist troubleshot the device.